Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/12/2023, it was reported by a sales representative via phone that one of the peek swivelock anchors from an ar-7715 ucl internal brace implant system, broke during insertion, the other implanted successfully. Surgeon removed all the broken fragments. Another ar-7715 kit was opened, in which one of the peek swivelock anchors broke again and the other was implanted. All broken fragments were retrieved and an ar-2325bcc biocomposite swivelock was opened, but this one too broke during insertion. Case was completed by removing all broken fragments and using the combination of the peek swivelocks from the kits and additional sutures. This was discovered during an elbow ucl repair procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.